Event description:
Information received indicates the brake will not hold the bed in place.

Manufacturer narrative:
The technician found the four casters were damaged. He replaced the casters to repair the bed.